Event description:
It was reported that the patient was hospitalized due to bent cannula event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level measuring 450 mg/dl and was treated with exogenous insulin, intravenous fluids and saline. The patient experienced symptoms including feeling out of breath.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.